Event description:
Philips received a complaint on the heartstart xl+ defibrillator monitor indicating that, during defibrillation treatment of a patient, the device did not deliver an electric shock. Although no direct adverse event to the patient or user was reported, we are considering this to be a serious injury due to a serious deterioration in the state of health of the patient because life-saving therapy/treatment may have been interrupted/delayed.

Event description:
Philips received a complaint on the heartstart xl+ defibrillator indicating that the device did not deliver an electric shock. The device was reported to be in use on a patient. However, no direct adverse event to the patient or user is reported. Although no direct adverse event to the patient or user was reported, we are considering this to be a serious injury due to a serious deterioration in the state of health of the patient because life-saving therapy/treatment may have been interrupted/delayed.

Manufacturer narrative:
This report is based on information provided by the philips authorised service provider (asp) and with an investigation documented by philips complaint handling team. Philips asp evaluated the device at onsite and determined there was no device malfunction. The available details indicated that the customer's high staff turnover and lengthy installation time contributed to the reported issue. The issue was fixed by systematically training the use of defibrillator and the necessity of distinguishing the electrode modes. The device is still at the customer site, and no further evaluation is needed at this moment. Based on the information available and the testing conducted, the cause of the reported problem was due to user error. The reported problem was not confirmed. The device is working per specifications. The investigation concludes that no further action is required at this time.